Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested further review of the cardiac resynchronization therapy defibrillator (crt-d) system presenting electrogram (egm) due to concerns of pacing inhibition on the left ventricular (lv) lead. Upon review, ts confirmed lv lead pacing inhibition. Ts discussed programming options with the hcp. At this time, the lv lead remains in service. No adverse patient effects were reported.